Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during testing the heartstart mrx displayed artifact when connected with a sync cable with ECG.